Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material around the objective lens could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak in the biopsy channel, it is possible that the device could not be properly reprocessed. The issue may be detected/prevented by following the instructions for use below: cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the cysto-nephro videoscope had a leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps channel port had a dent. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: due to damage on sw1 and channel tube water tightness was lost.; the distal end had a chip; the objective lens had foreign objects; the label on the light guide connector was damaged; the video connector had a scratch and because the suction tube was detached, water tightness was lost. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.